Event description:
Boston scientific crm received information that approximately five months after this device system was implanted, the device pocket became red and sore. Approximately one month later, the patient went to the device following physician and was hospitalized for one day. Additionally, the patient was on IV treatment at home for two weeks. The physician later stated that everything appeared to be ok and would continue to monitor the device system. No further information was available.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.